Event description:
The customer reported that the t:slim x2 pump battery would not charge despite using the tandem charging cable and wall adapter. Attempts to charge the pump using different wall adapters and charging cables were unsuccessful. There was no adverse impact to the customer¿s blood glucose level. Technical support arranged to replace the pump and instructed the customer on how to put the malfunctioning pump into storage mode and return it using a pre-paid shipping label. The customer acknowledged the instructions and confirmed their understanding.